Event description:
It was reported that the defibrillator experienced "machine stoppage", there was an "op check failure: treatment implementation test failed". There was reportedly no patient involvement. The customer evaluated the device and determined that the device returned to normal after performing a self-check. Although no fault was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported that the defibrillator experienced "machine stoppage", there was an "op check failure: treatment implementation test failed". There was reportedly no patient involvement.